Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic inguinal hernia repair, during the dissection step, the clear plastic balloon end fell away from the port shaft, and the surgeon had to remove it manually from the patient¿s cavity. The whole balloon was retrieved successfully with laparoscopic graspers. There was no patient injury.